Event description:
Olympus was informed that during an unspecified endoscopic retrograde cholangiopancreatography (ercp) procedure, the users reportedly observed a green and distorted image while the subject device was inserted into the pt. The users elected to complete the procedure with a different unidentified endoscope. There was no report of pt harm.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. It was unk whether or not there was a complete loss of image associated with the event. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The image color on the scope was green and became spontaneously distorted without manipulation. During the course of testing, a complete loss of image was experienced. Additionally, the endoscope ID data was not transmitting. The phenomenon was attributed to the charge-couple-device (ccd) unit and the ID data chip. The device has now been refurbished. This report is being submitted as a medical device report in an abundance of caution.